Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® pick-up coping 4.1mm(d) x 4.1mm(p) (iiic41) and the associated implant were returned for investigation. Visual inspection of the as returned product identified that the coping and coping screw are noted to be damaged, and the screw is fractured at the threaded region. The other portion of the screw was found buried beneath debris in the implant drive feature. The fractured screw was too badly damaged to be removed. The reported product was located on an unknown tooth site and the implant was used for 18 days prior fracture. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported fracture of the transfer screw when taking impressions over the implant. Unable to remove the fractured screw from the implant and consequently the implant was removed. The reported complaint was confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported a fracture of the transfer screw (iiic41) when taking impressions over the implant. Fractured screw could not be removed and implant was removed.